Manufacturer narrative:
B3: date of event - used the first date of the month of the aware date as no event date was provided. D2b: pro code: fge, lit. G4: PMA/510(k) # field on 3500a form - k110122.

Event description:
It was reported that balloon rupture occurred. A 4.0 x 60, 75cm mustang was used for dilation. During procedure, balloon ruptured upon first inflation at 10 atmospheres inside a patients bile duct. The physician observed no resistance during balloon inflation and noted the presence of bile, suggesting that the balloon had ruptured. The device was removed, and the procedure was completed a different device. No patient complications were reported.